Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported fluid leaking from the cassette during drain 1 of 4. Treatment was cancelled. The sample set was discarded. During follow up, the patient's peritoneal dialysis nurse (pdrn) reported there were no serious injuries, complications. The patient was prescribed IV antibiotics. There are no adverse events reported at this time.